Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was not known. Customer received normal third party assistance and administered a manual injection to address bg level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.